Event description:
It was reported that at the time of implant placement, the nerve became damaged resulting in pain and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One osseotite tapered certain implant 4 x 8.5mm (int485) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (nerve damage). However, dimensional analysis has confirmed that the product was within specification when it left zimvie (caliper ID: (B)(4): due date: (B)(6) 2023). Pre-existing conditions noted in the per were oral hygiene and moderate bone density. The reported device had been placed on tooth #36 (fdi) for approximately 12 days. X-ray & picture evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, improper techniques can cause device failure and persistent pain is listed as potential adverse event. DHR review: DHR review for the lot (2022031461) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record ((B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2022031461) for similar events (complaint category keywords: fracture: medical: other) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.